Event description:
Rn reported incident of peritonitis for pt. Pt was demented according to rn & was keeping his transfer set for peritoneal dialysis "in his pants." Rn attributes this to his episode of peritonitis. Pt was treated with loading dose of gentamycin 8 mg/liter followed by gentamycin 4 mg/liter in each bag & ancef 310 mg/bag intra peritoneal. Pt has been converted to hemodialysis due to his worsening dementia. Rn attributes this incident to pt technique. No product failure was indicated.